Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was not delivering any insulin, and the device did not alarm no delivery alarms. Customer reported the cannula was bent. Customer's blood glucose was 300 mg/dl. Customer's blood glucose at time of call was 400 mg/dl. During troubleshooting, customer was assisted in performing the high pressure test, the test passed. Customer will not be returning the device for analysis.